Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at a rehab ctr, when the staff accidentally removed all power to the pump, causing pump stoppage for an undetermined amount of time. The pt became unresponsive and was transferred to einstein's ER. Power was restored, but the pt exhibited signs and symptoms of a stroke. The pump functioned appropriately. To date, the pt has made significant recovery.